Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). UDI information is unknown. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Top case had a slight crack on the front lower left corner. Right plunger case cracked. Check syringe plunger sensor was found at power up. Error history log review found a check syringe plunger sensor error. The root cause of the reported issue was found to be contaminations residues on the plunger assembly causing flippers to get stuck. Actions were taken to mitigate the reported issue: replaced left plunger case. Performed preventative maintenance and functional test.

Event description:
It was reported that the pump had a system failure plunger sensor. No patient injury was reported.